Event description:
It was reported that during a laparoscopic gastric bypass procedure, the ports were leaking gas from the head of the trocar during the case. This was stopping the procedure. Converted the ports to a different bladeless 100m length and they did not leak. Procedure prolonged 20 minutes. The patient was very large (B) (6). There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.